Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. The lead remains in use and a chest x-ray was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-25 lead, implanted: (B)(6) 2015; 6935m55 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and the atrial pacing capture threshold was elevated. (B)(4).

Event description:
It was further reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.